Event description:
It was reported that the swing out video monitor on the 2800 system has lines through the image. It was also noted that the cross arm switch has an intermittent release problem. There was no report of patient injury.